Event description:
Info received indicates the head would not raise or lower. The technician found that the lockout board had fluid ingress on it.

Manufacturer narrative:
The technician replaced the lockout board and the bed functioned properly.